Event description:
Reportedly, the patient felt an abnormal warm-up on this ICD 4 times since the device implantation. This warm-up was confirmed by the patient's husband. No information available regarding the event dates.

Manufacturer narrative:
Analysis of the data dated 26 june revealed: - between 19 june 2023 and 26 june 2024, right ventricular lead impedance is stable within normal range. Rv coil impedance is stable within normal range. - between 19 june 2023 and 26 june 2024, atrial lead impedance is stable within normal range. - no noise detected on recorded egm episodes. - the battery curve doesn't show any anomaly. - no overconsumption recorded. - no ventricular arrhythmia requiring therapies have been recorded. - the charge test performed at implantation is in a correct range (12s) - two battery reforming performed on (B)(6) 2023 and (B)(6) 2024 are in a correct range (9s) no event found in recorded data which could be linked to the reported events. Review of the manufacturing records showed that the ICD was manufactured, sterilized and released according to all applicable procedures. Based on available data, no anomaly suspected on the device it is recommended to the patient to initiate a remote follow-up (pit) as soon as he feel the box heating up again.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed: analysis of provided data revealed: between (B)(6) 2023 and (B)(6) 2024, right ventricular lead impedance is stable within normal range. Rv coil impedance is stable within normal range. Between (B)(6) 2023 and (B)(6) 2024, atrial lead impedance is stable within normal range. No noise detected on recorded egm episodes. The battery curve doesn't show any anomaly. No overconsumption recorded. No ventricular arrhythmia recorded requiring therapies. The charge test performed at implantation is in a correct range (12s) two battery reforming performed on (B)(6) 2023 and (B)(6) 2024 are in a correct range (9s) no event found in recorded data which could be linked to the reported events. Based on available data, no anomaly suspected.

Event description:
Reportedly, the patient felt an abnormal warm-up on this ICD 4 times since the device implantation. This warm-up was confirmed by the patient's husband. No information available regarding the event dates.